Event description:
It was reported that a portion of the side-firing surgical fiber broke off and had to be located. No information regarding patient outcome was reported and no additional information has been provided.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken and fractured at open end; the fiber proximal to fracture can rotate independently of outer flow tubing; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the distal tip of glass cap and metal cap are detached and not returned; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. It was confirmed that the procedure was completed but no other information was provided.